Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer had failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. The field service engineer inspected the station and found no issues with drawer 1.3. After reviewing the issue description, a fse cleaned the drawer track and replaced the minidrawer engine due to a potential intermittent failure or an impending device failure. The hardware test was completed successfully, and the customer was able to access the drawer without any issues. The system functioned as intended after the technical support specialist repaired the device.